Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. A bezoar is a known complication of a j-tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 the patient underwent an exploratory gastroscopy. A bezoar and small ulcerative lesion was found. Duopa therapy has been suspended for one month and will be reevaluated. The patient continues to receive parkinson's medication orally.